Manufacturer narrative:
Please note: this ous cypher select sirolimus-eluting coronary stent is distributed outside of the united stated. However, it is similar to the united states cypher sirolimus-eluting coronary stent. The product is expected to be returned for additional testing. Additional information will be submitted upon 30 day of receipt.

Event description:
The patient had a 70% target lesion in the left circumflex that was calcified. The lesion was pre-dilated with a balloon and an attempt was made to cross with a 2.5 x 23 mm cypher select stent. The stent could not cross the lesion and when the stent delivery system was being withdrawn back into the guiding catheter the stent dislodged. The physician tried to retrieve the dislodged stent from the patient's body but was unsuccessful. The stent was then deployed in the brachial artery. It was noted that the stent was manipulated during prep. The procedure was completed with another stent.